Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and users are instructed not to attempt to reuse any disposable supplies. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reused a minicap. The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, discontinued) and amikacin injection (100mg, stat dose followed by 50 mg daily, intraperitoneal, ongoing) for peritonitis. One day after event onset, the patient was treated with an imipenem injection (500mg, once daily, intraperitoneal, discontinued). On an unknown date the patient was discharged from the hospital and was recovered from peritonitis. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique (twice). No additional information is available.